Event description:
Reportedly, during a regular patient's follow-up, some data of the pacemaker were not available. Some parameters were changed, and the session was restarted twice. Then, data were available.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Review of the available data dated of the 21th of november 2022 revealed : as the device was implanted in aai mode, due to a software issue, the aida memory was not activated. During the first interrogation ended at 13:52:04, the device was switched to ddi mode which allowed to activate aida memory. Atrial threshold test was performed. After ending this session, when reloaded this session, due to a software issue, threshold data are not available. These data will available in the following session. The device was interrogated again (ended session at 14:03), threshold data were displayed. Time to rrt was not yet displayed, because the memory was reset at 13:52:43 (less than 5 minutes before the begin of the current session). In the third interrogation (ended session at 14:16), all data were available.

Event description:
Reportedly, during a regular patient's follow-up, some data of the pacemaker were not available. Some parameters were changed, and the session was restarted twice. Then, data were available.